Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient went to the emergency room (ER) due to low blood glucose (bg) levels reaching below 40 mg/dl. The pod worn between 4 and 24 hours on the abdomen. Symptoms reported include, heavy vomiting and diarrhea. At the hospital the patient was placed on intravenous therapy of fluids, doctor preformed a liver function test and the patient was prescribed ondansetron, 1 tablet (4mg) to be taken via orally as needed for nausea and vomiting. The patient was released 12 hours later when levels returned to normal range. The pod was discarded.